Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(4) USA. During the repair of the scp unit due to another issue, an error code was displayed. As to cure the fault, the zkr board was replaced. Subsequent functional verification testing was completed without further issues. The reported issue could be traced to a defective microcontroller on the zkr board. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp displayed an error during maintenance. There was no patient involvement.